Event description:
A 42 yr old wg2p2 female status post bilateral subglandular 200cc mcghan gels for augumentation '79. Encapsulated early & unresponsive to closed capsules. 4/1/80 had bilateral open capsulotomies with exchange on right. Pt says decrease in size over the yrs. History of trauma. Preoperative: a cup had alateral soreness x 2 yrs. Greenish discharge from nipples. Tested and negative. Arthralgias, myalgias, swelling, lipomas, fatigue, adenopathy, fevers, hot flashes/sweats, headaches, left tmjd, visual problems, dizziness, memory loss, dry mucus membranes, hair loss, oral sores, rashes, sensitivity to sun/cold (raymond's), sob, cp, costochondiritis, choking sensation, increase in cholesterol, gi/gu menstrual irregular. Easy bruising, decrease in libido, left tinnitus. Otherwise healthy.